Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insertion section malfunctioning, component failure of the insertion section, outer tube, distal end cover glass, light guide bundle and main body, insertion tube has multiple indentations, light guide lens worn, and light guide bundle of the insertion tube fractured a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image interrupted(flickers) due to insertion section malfunctioning. Component failure of the insertion section, outer tube, distal end cover glass, light guide bundle and main body, insertion tube has multiple indentations, light guide lens worn, and light guide bundle of the insertion tube fractured, with the most probable cause traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that rigid video laparoscope had image interrupted(flickers). The issue was found during reprocessing. There were no reports of patient involvement.